Event description:
The company received a report where it was claimed that the inflation line developed a "slow leak" during patient use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B) (4) is not distributed in the u.s.; however, (B) (4) is of essentially identical design and is distributed in the u.s. The sample associated to this report is not expected to be returned for analysis. The customer did provide a lot #. Manufacturing will perform a lot history review of the reported lot as part of the investigation. If significant information is identified from the lot review, then a summary of the findings will be provided in a supplemental report.